Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the single use distal cover cap was missing during an endoscopic retrograde cholangiopancreatography procedure involving an olympus duodenovideoscope. There was no patient injury reported.